Manufacturer narrative:
(B)(6). Due to lack of requested info it is difficult to determine any association between this product and the diagnosis of peritonitis.

Event description:
A peritoneal dialysis pt has reported that he developed peritonitis and he believes it was due to this product. However, no specific defect in the device was reported. The pt's nurse was contacted in order to both clarify the initial info received to possibly provide any additional details. According to the report received, the patient began peritoneal dialysis in (B)(6) 2009 and was reportedly hospitalized for a diagnosis of peritonitis. Currently, this pt is receiving hemodialysis as of (B)(6) 2009. There is no sample and the lot is unknown.